Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after the implantable cardioverter defibrillator (ICD) implant, it didn't "attach right" and "they had to go back in and fix it". The ICD remains in use. No patient complications have been reported as a result of this event.